Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one patient presented with an asymptomatic cystic mass pseudo-tumor identified by ultrasound following hip arthroplasty.

Manufacturer narrative:
The condition of the device could not be determined as these remained implanted. The part and lot number of the products are unknown; therefore the device history records, complaint history could not be reviewed. The reported devices were used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.